Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material inside the distal end of the device, but the type of the material or definitive root cause cannot be determined. The damage to the acoustic lens was also found but a definitive root cause could not be determined. The foreign material may have not been removed because reprocessing could not be conducted properly due to physical damage: a leak failure due to pinhole at the channel tube and nozzle deformation on the device. The event can be detected/prevented by following the instructions for use which state: chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during device evaluation that foreign material came out of the nozzle and the acoustic lens was damaged. There was no patient involvement.